Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "angioedema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient experienced an extreme case of angioedema after they were injected in the upper lip with ½ syringe of juvéderm® ultra plus xc. Patient was admitted to the ER that night. Event resolved within 48 hours.